Event description:
Ercp being performed using ultrasound guided needle into common bile duct in order to remove common bile duct stones. The guidewire shredded during the procedure. Provider unable to remove wire at the time. Patient transferred to interventional radiology to remove foreign body and complete ercp.